Event description:
During a follow-up, a sudden increase in impedances and threshold were observed. As such, the lead was explanted and replaced.

Manufacturer narrative:
Analysis noted an abrasion on the outer insulation and both rv cables abraded and separated at 58 cm from connector. The lead abrasion is consistent with that produced by friction with the ICD can.